Manufacturer narrative:
Additional information has been requested from the field. This report will be updated should further information be provided.

Event description:
Boston scientific received information that this pacemaker was suspected of exhibiting premature battery depletion going from 1.5 years remaining to elective replacement time (ert) within approximately 1 month. It was noted the patient had started high intensity radiation therapy and pacing thresholds for their competitor right ventricular (rv) lead started increasing at that time. A revision procedure has been scheduled to replace the device. No adverse patient effects were reported.

Manufacturer narrative:
Despite efforts, additional information could not be obtained. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.